Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box history was shown to contain dates from (B)(4) 2013. There was no data to support the timeframe of the complaint on (B)(4) 2013. The current black box showed no occurrences of power loss or pump reboots. During evaluation, the battery compartment was found to be intact with no cracks observed. There was no evidence of moisture contamination inside battery compartment. The battery cap was not returned with the pump; a test cap was used for all testing and was able to be fully tightened. A power loss was not observed. The pump was exercised for 24 hours with no power loss or battery related warnings observed. The pump case was removed; no evidence of moisture was identified inside the pump. There was no evidence of intermittent contact on the battery contacts. The issue of no power was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.